Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional (hcp) on (B)(6) 2015. The hcp reported that the infection was a post-surgical staphylococcus infection that occurred in the intrathecal (it) space. The patient presented with meningitis symptoms. The entire system was explanted and the patient was started on intravenous (IV) antibiotics. He reported that the patient had been discharged from the intensive care unit (ICU) prior to the holidays. The system had not been replaced at the time of the report, and the hcp did not know if the family had decided to replace it in the future. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen (2000 mcg/ml at an unknown dose) via an implantable pump. The pump's indications for use were intractable spasticity and cerebral palsy. The rep stated that the pump was implanted in (B)(6) 2015 and was going to be explanted on (B)(6) 2015 due to an infection; no details were provided regarding the infection. Follow-up has been conducted for additional information regarding the infection, including other medications that the patient was taking at the time of the event, infection onset date, and diagnostic information. A follow-up report will be sent if additional information is received.